Event description:
Info received indicates that the pt with this ICD expired. Device interrogation showed a fine ventricular fibrillation episode which was initially sensed. Anti-tacycardia pacing & a shock were delivered but were unable to convert the rhythm. The device exhibited intermittent undersensing due to the amplitude of the vf. Defibrillation threshold testing was not performed at implant due to thrombosis, so a vulnerability test was performed and the device's first shock was set at 29j. The pt's family alleged device malfunction because the device was on a recall according to the website. A ts consultant discussed that the device was not implanted subpectorally, so the advisory was not applicable. A save to disk was performed, & suggested that the device performed as designed and as programmed. The device was later returned for analysis.

Manufacturer narrative:
The device was returned for analysis; however, due to potential litigation, the device was placed on legal hold and will not be analyzed at this time. If legal clearance is received the device will be analyzed and the event updated. The implantable transvenous defibrillation lead was returned. An rv lead dislodgement cannot be rule-out as a possible contributor to this pt's adverse event. Boston scientific crm received info from the local sales rep that the autopsy report contained info that this pt's rv lead had pulled back into the atrium. It could not be determined if the dislodgement occurred prior to this pt's adverse event or during vigorous CPR application.